Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers: gd885301, gd884460, and gd883942 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.

Event description:
The following information was received from global pharmacovigilance (gpv): this is a spontaneous report by a consumer from the USA of peritonitis in a (B)(6) female patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the patient reported that on (B)(6) 2011, she experienced peritonitis that resulted in hospitalization on (B)(6) 2011. On an unreported date in 2011, a peritoneal effluent culture was performed. The culture result was unknown. The patient stated that she was unaware of the cause of the peritonitis. Treatment for the event was not reported. At the time of this report, the patient was recovering from the event. On an unreported date, dianeal pd4 ambuflex therapy was withdrawn. An opinion of causality was not provided. The 5c4466p lot numbers: gd885301, gd884460, gd883942.